Event description:
Customer called to report he is experiencing high blood glucose levels and would like to have his insulin pump checked out. The customer expressed the following symptoms of high blood glucose levels: thirst, dry mouth, dizziness, headache, and nauseated. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.